Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that following a successful right ventricular (rv) lead implant, prior to device connection and/or lead testing, the patient went into ventricular fibrillation (vf). The vf rhythm could not be slowed with external defibrillation and the patient could not be resuscitated with CPR and passed away. The physician stated the rv lead was neither a cause nor a contributor in the patient's death.